Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen occurred. There was no harm or injury reported.

Manufacturer narrative:
Esp personnel walked through steps to attempt aspirating, but there was no blood return. He advised that the lumen is likely clotted and suggested an alternate aline source.